Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their cannula came off. The customer's blood glucose level was 205mg/dl. The customer's levels had been as high as 400mg/dl. The customer treated with the pump. Troubleshoot was conducted. The customer was advised the set would be replaced. The customer declined to troubleshoot for the highs.